Event description:
It was reported that during a procedure to treat a lesion in the superficial femoral artery/popliteal with moderate calcification and restenosis, a fox sv percutaneous transluminal angioplasty (pta) catheter was advanced. Reportedly, as contrast was injected, a leak was noted at the proximal shaft connector and a hole was noted in the plastic y-connection where the contrast media was injected. The procedure was completed with the fox sv. There was no patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the leak at the proximal shaft connector and a hole at the plastic y-connection. A review of the lot history record (lhr) was conducted and found no associated non-conforming reports for this lot. Additionally, a review of the complaint handling database found no other incidents related to leak issues for this lot. Based on the related records review, review of the lhr for this lot and complaint rate, there is no indication that the larger population of product is affected by this issue. The product was manufactured per the applicable manufacturing procedures and product specifications. This type of reported event will continue to be monitored per local quality system procedures.